Event description:
Syringe leakage. Prior to use, the syringe was removed from new box and prepared per instructions for use. During attempt to prep the dcs delivery system, leakage was noted near the metal attachment area under the pressure gauge. The syringe was removed and a new syringe was used to continue the procedure with no further event. This complaint is being submitted late due to the oversight.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional info will be submitted within 30 days upon receipt.